Event description:
It was reported to boston scientific corporation that a wallstent biliary covered endoprostheses was used during an endoscopic retrograde cholangiopancreatography procedure on (B)(6), 2011.according to the complainant, the patient was being treated for a biliary malignancy. The patient's anatomy was not tortuous and no predilatation was performed. Reportedly, during the procedure, the stent failed to deploy. There were no visible issues reported with the device. The stent was removed from the patient, and the procedure was completed with another wallstent biliary covered endoprostheses. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.investigation results revealed that the stent was returned partially deployed. Therefore, based on this finding, the event has been deemed reportable.

Manufacturer narrative:
(B)(4): a visual examination of the returned device revealed that the stent was partially deployed by approximately 20mm. The t-bar connector had detached from the outer sheath, and close examination found the presence of glue inside the t-bar connector. The shaft of the device was flattened for a distance of 170mm approximately 130mm distal to its proximal end. A kink was noted in the shaft at approximately 530mm distal to its proximal end. It was possible to retract the outer sheath by hand and complete stent deployment however some resistance was noted initially. Examination of the deployed stent found no anomalies. No issues were noted with the stent cup or holder. Based on the condition of the returned device and the evaluation conducted, the most probable root cause of the reported issues is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.